Event description:
It was reported that the patient was complaining of pain and was suffering from complete heart block. It was found that the right ventricular lead was not capturing and had perforated the cardiac tissue. The lead was explanted and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.